Manufacturer narrative:
All available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment as the clip was not returned. The reported delivery catheter (dc) handle retraction problem was not confirmed via returned device analysis. The mandrel was observed to be broken and bent. Scratches were noted on the l-lock tabs and dc handle coupler. Lastly, the coupler was observed to be corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the difficulty retracting the dc handle likely resulting in difficult to deploy the clip could not be determined. Observed bent mandrel likely resulting in break appears to be a cascading effect of difficulty to deploy the clip. The observed corrosion on the actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure. Lastly, the observed scratches appear to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. During deployment, resistance was met retracting the delivery catheter (dc) handle resulting in difficulty deploying the clip. Troubleshooting was performed and the clip was able to be deployed, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.